Event description:
It was reported that this unspecified device recorded a signal artifact monitoring (sam) episode that disabled minute ventilation (mv). The health care professional (hcp) stated that the mv was disabled due to electromagnetic interference (emi). Mv was reenabled by the hcp. This device remains in service. No adverse patient effects were reported.